Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4193 implantable pacing lead (B)(6) 2008; concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in less than two years after implant and is believed to be due to high left ventricular (lv) lead pacing capture threshold. The device was removed and replaced with a new device. The lv lead was removed and the newly attempted replacement lead during implant exhibited phrenic stimulation and high threshold exhibited in different pacing configurations. Therefore the lead was repositioned; however after slitting the catheter, the lead dislodged from the coronary sinus (cs) into the right ventricular (rv.) The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.